Event description:
Caller reported mobile system blood glucose result of 6.3 mmol/l and 12.1 mmol/l within 10 minutes. Customer then injected his usual 50 units of novorapid reported he then had symptoms of hypoglycemia: trembling hands, fast heart rate and a headache. Self-treated with orange juice and food; felt better. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because all test had been used.